Event description:
Same case as mfg. # 2134265-2010-05418. Event is reportable based on product analysis of the apex balloon catheter completed on (B)(6) 2010. It was reported that during a peripheral interventional procedure, a guide wire kinked and a balloon catheter was difficult to load on the guide wire. The lesion was located in the diagonal branch of the left anterior descending artery (lad). A quantum apex balloon catheter 2.5x12mm was being loaded onto a kinked kinetix guide wire and resistance and difficulty were reported, and the guidewire exited out of the monorail port. The procedure was completed with another 2.5x12mm quantum apex balloon catheter. No patient complications were reported. The patient's status is ok. However device analysis revealed that the guide wire had punctured the balloon catheter shaft.

Manufacturer narrative:
Age at time of event: over 18 years. Device evaluation by manufacturer: microscopic inspection of the device revealed a hole in the outer shaft approximately 3 cm from the distal tip and a similar sized hole in the inner shaft approximately 1 cm distally from the hole in the outer shaft. The diameter of the holes in the shaft approximately matched the outer diameter of a .014" guide wire and were consistent in orientation with a perforation from the distal direction and from within the wire lumen. A new .014" diameter guidewire was back-loaded through the distal tip and advanced through the full length of the wire lumen with no difficulty. There is no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).